Event description:
It was reported the patient experienced overstimulation at the lead incision site. The patient reported the overstimulation began after the wound closed and stopped draining. Diagnostic testing did not reveal any anomalies. Reprogramming was unable to resolve the issue. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.